Event description:
It was reported that a 38mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. The device was sized using a 34mm sizing balloon and an assessment via transesophageal echocardiogram (tee). During the procedure the physician held the device for 5 mins prior to releasing it. Once released, it was noted during an angiogram that the device had embolized. The patient was sent for surgery to explant the device. The patient remained hemodynamically stable throughout the procedure. The surgical intervention was considered an emergency procedure to prevent permanent impairment. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.